Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI) procedure. Prior to procedure, the patient's implantable cardioverter defibrillator (ICD) was not properly put into MRI mode. The patient underwent the MRI scan, and their ICD inappropriately went into backup operation during procedure. Programming changes were made to restore the ICD. The patient was stable throughout.